Event description:
It was reported that the pt was to undergo generator replacement prophylactically due to device nearing end of service. Further info reveals that the pt has also had an increase in seizures and the pt feels her generator is "dead". The relationship to pre-vns baseline is unk. Attempts for further info have been unsuccessful to date. Surgery is likely, but has not occurred to date.